Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
A customer reported via phone call indicating that they had issues with the keypad on their insulin pump. The patient's blood glucose level was 439 mg/dl. The customer stated that the buttons do not respond. The customer was walking their dog when the issue occurred. The customer would like the insulin pump replaced and would like to be transferred to a supervisor. The customer was transferred to a supervisor for further assistance. The customer did not return the product back for analysis.

Manufacturer narrative:
The insulin pump passed basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarms were noted. The insulin pump had monitored for 1 day. No unexpected audio/beep anomalies were noted. The insulin pump was received with intermittent act, esc, down arrow and up arrow buttons due to flattened dome switches. No unlocked lcd keypad connector. No cosmetic damage noted.